Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events occurring beforehand. There was no reported adverse impact to the customer. No backup insulin therapy was available, so customer planned to continue using current pump until replacement arrived. Technical support arranged shipment of replacement pump with updated software.